Event description:
The customer stated that she went to the emergency room due to high blood glucose levels. The blood glucose reading at the time of the event was unknown. The customer had initially called to report a button error alarm. The customer stated that he was not pressing any button for longer than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform functional testing due to the button/keypad anomaly.